Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.